Event description:
This report describes one individual Omnipod 5 pod failure. I am submitting nearly adozen separate MedWatch reports today, each documenting a different UNRECALLEDOmnipod 5 that leaked insulin and has its own lot number, sequence number,photographs, and microscope findings. I have had Type 1 diabetes for approximately10 years and used Omnipod for that entire time. Before (b)(6) 2026, I had neverexperienced an insulin leak. This pod was applied according to the manufacturer'sinstructions and subsequently leaked insulin from the cannula site, resulting ininadequate insulin delivery, persistent hyperglycemia, wasted insulin, and prematurepod replacement. The problem resolved only after the pod was removed and replaced.The failure of this pod and subsequent pods I¿m reporting today happened in (b)(6) 2026. I examined this failed pod under a microscope and observed a tear/split inthe soft cannula near the insertion point, similar to the defect described in the recall. Ihave sent this failed pod back to Insulet on (b)(6) 2026 so they can examine it, but Ihave documented it with photographs, microscope images, lot number, and sequencenumber. I respectfully request that this report be evaluated together with my otherMedWatch submissions to determine whether similar defects may still be occurring inUNRECALLED Omnipod 5 pods. / Product details: Manufacturer: Insulet Corporation.Device: Omnipod 5 Automated Insulin Delivery Pod (disposable insulin pump). Lot#:PR1U02112611 Sequence #: (b)(4). Reference reports CDRH-50090308, CDRH-50090229, CDRH-50090253, CDRH-50090254, CDRH-50090427, CDRH-50090464, CDRH-50090468, CDRH-50090496, CDRH-50090504, CDRH-50090378. Patient Code: 1905. Device Codes: 1250, 4008, 1135, 1420, 1506. HEIC code: 4642. Comp Code: 3036. This report captures Omnipod 5 Insulin Pump #2.